Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a liberte stent delivery system (sds) inside the lumen of a non-bsc guide catheter. The stent was not returned for product analysis. There was contrast and blood in the inflation lumen. The balloon was tightly folded with stent impressions on the balloon between the markerbands. There was a complete hypotube separation 38cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty was encountered. A 2.50mm x 24mm liberté¿ bare metal stent was selected and advanced to the unspecified target lesion but was unable to cross. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break and stent detachment.